Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port along with one right-angle non-coring needle, one straight non-coring needle were received for evaluation. Visual, microscopic and functional testing were performed. Multiple puncture access was noted on the port septum. The port was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore, the investigation is inconclusive for the reported injection seat cannot be vented or blocked issues as there were no difficulty identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not indicate degradation or loss of efficacy, a retain sample analysis is not required. H10: g3, b5. H11: b3, h6 (device, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the base allegedly cannot be vented or blocked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the base allegedly cannot be vented. There was no reported patient injury.